Manufacturer narrative:
(B)(4). Approximate age of device - 12 days. The device was returned for evaluation and thrombus was confirmed. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 11¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed a small, pink deposition between the outlet bearing ball and two of the stator blades. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. Although its origin and the duration of time for which it was present in the pump could not be conclusively determined, the absence of contact marks at the distal end of the rotor suggested that this deposition was not likely present within the pump for an extended period of time. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase. The remaining blood-contacting surfaces were free from any adhered thrombus formations and depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) was climbing to 900 u/l from a baseline between 200 u/l to 300 u/l after implant, and hematuria was observed. Factor vii was used postoperatively for bleeding. With the continued elevation in ldh, heparin was changed to integrilin, and the patient was also on aspirin and coumadin with an inr of 1.9. Pump parameters were stable. The ldh continued to rise to 2100 u/l. A ramp echocardiogram study was not attempted. The aortic valve was closed, with no signs of heart failure. Echocardiogram and computed tomography of chest with 3d reconstruction showed good inflow cannula and outflow graft positioning and velocities. The patient was taken back to the operating room for bleeding and possible purulent drainage at sternotomy site. Cultures were taken; however, the results were not reported. On (B)(6) 2017, the ldh was 2130 u/l and the patient underwent a pump exchange via sternotomy approach. Only the pump motor was exchanged. Upon pump exchange the hematuria resolved and urine cleared. No additional information was provided.